Event description:
Reporting status: serious injury - required intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that three mini visions and one xience v were implanted in 2008. Post dilatation was performed with another co's balloon. Pt was compliant with plavix regimen; however, at approximately seven days later, the pt returned with thrombus, which was treated with ballooning. No additional event of pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. Thrombosis, as listed in the instructions for use (IFU), is a known risk associated with coronary stenting. Hospitalization is listed in risk assessment as a no-fault post-procedure complications. As there was no reported device malfunction, there does not appear to be any indications of a stent delivery system quality problem; however, a conclusive root cause for the reported pt issues, and the relationship to the device, if any, cannot be determined. The three mini visions will be filed under another MFR number.